Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy. Information regarding the accessories used and esu settings employed was not provided. During the ercp, intraoperative bleeding occurred. Per the report, there were problems with coagulation. No information was provided in regards to what measures were taken to control the bleeding or the patient's condition.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. The bleeding is most likely an intervention-related phenomenon. Postoperative bleeding is a known complication of papillotomy. The endoscopic technique, the coagulation status, and the patient's underlying disease all play a role. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.